Event description:
It was reported that during the surgical implantation of an inflatable penile prosthesis (ipp), after completion of the procedure and at the time of device activation, the device was not functioning properly. The procedure was repeated, and during testing, twisting of the pump kink resistant tubing (krt) was observed, followed by tubing breakage. As a result, the ipp was explanted, and an alternative non-bsc device was implanted. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.